Event description:
It was reported to medtronic minimed that the customer reported multiple issues like random no delivery alarm, rewind anomaly, condensation under screen and the pump rejected new batteries, difficulty seeing screen in direct sunlight. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-1884l, mmt-442a. Troubleshooting was not performed. The customer reported a past event that insulin flow blocked alarm. The rewind noises were louder and must rewind more than once with reservoir changes. Customer reported that pump was exposed to moisture. Customer reported fluid under the lcd, or they can hear fluid when shaking the pump. The customer reported backlight anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-342. No product return is required for mmt-1884l. No product return is required for mmt-442a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.